Event description:
The customer observed non-repeatable, discordant, vitros anti-hbs results on a single patient sample processed on a vitros eciq immunodiagnostic analyzer. The same sample was tested multiple times and generated both (B)(6) results. The (B)(6) results were conservatively classified (B)(6) results, as the user was not sure of the accurate (B)(6) status of the patient. A biased result of the magnitude and direction observed may lead to inappropriate physician action. No (B)(6) result was reported for this patient and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed multiple non-reproducible, discordant vitros anti-hbs (B)(6) results were obtained from a single patient sample tested on a vitros eciq analyzer. Root cause could not be determined, however there was no indication the vitros anti-hbs reagent or the vitros eciq analyzer malfunctioned. Analysis of all vitros anti-hbs lot 6460 complaints found no additional complaints for (B)(6) results had been obtained by ocd. An (B)(6) result was not reported for this patient and no allegation of patient harm was made as a result of the event.